Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was malignant pain. The date of the event was unknown. It was reported the patient developed an infection and presented to the emergency room. The pump and catheter were explanted sometime in (B)(6) due to the infection. The device was discarded. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. It was unknown if diagnostics or troubleshooting was performed. The issue was resolved and patient status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.